Event description:
On (B)(6) 2013, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began over a year ago. The patient¿s testing frequency and usual blood glucose range are not known, it is not specified if the patient tested with a backup/ secondary meter immediately after the alleged issue occurred, and it is not clear if the reported meter issue was intermittent since last year. According to the csr¿s documentation, the patient manages his diabetes with unspecified doses of humalog and lantus; however, the patient reportedly did not take any action in response to the alleged meter issue (date/time unknown). According to the csr¿s documentation on the evening of (B)(6) 2013 (at unspecified times), the patient had tested his blood glucose with a (B)(6) meter (result not known), the patient reportedly had ¿passed out¿, and the patient was advised by the physician to continue to test with the meter. Prior to passing out, it is not known if the patient had tested with the (B)(6) meter or with the subject meter and it is not known if the patient had made any changes to his meal, activity level, or diabetes management. It is not clear which meter the physician was referring to continue to test with. There is no additional indication what type of treatment the patient received after passing out; it is not known when the patient¿s symptom improved. At the time of troubleshooting, the csr noted the reported did not have any of the testing supplies available. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Serial # information was not provided. Test strip lot #: not provided.